Event description:
It was reported that there was white, floating particulate in a small volume intermate device. The device was reportedly compounded with tobramycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from april 16, 2015 ¿ april 20, 2015. One actual unit was received for analysis. Visual inspection noted a white particle, approximately 2.03 mm in length, floating in the fluid of the reservoir. The particle was in the fluid path. The particle was subsequently identified to be acrylic material via fourier transform infrared spectroscopy testing. The cause was undetermined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.